Event description:
Related manufacturer reference number: 2017865-2022-08417. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high defibrillation impedance that had been trending upwards over time. During a secondary follow-up on 7 oct 2022, it was discovered the right ventricular lead continued to exhibit a high defibrillation impedance and the implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock for rapid ventricular response (rvr). No changes or interventions were performed. The patient was in stable condition.